Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was suspected to have fractured due to the lead exhibited loss of capture (loc) and high pacing thresholds. The physician plans to schedule a lead revision procedure. At this time, the rv lead remains in service. No adverse patient effects were reported.